Manufacturer narrative:
Failure analysis revealed that the insulin pump was received without battery. The insulin pump passed the functional test including prime, displacement, basic occlusion test and excessive no delivery alarm tests. No cosmetic damage noted on the device. Unable to investigate download history because the unit was returned without a battery.

Event description:
Customer's wife reported that her husband had passed away. She stated he was feeling tired and needed to lay down. Her husband then passed away shortly after. Date of death was (B)(6) 2014. The blood glucose at the time of death was unknown. The cause of death was unknown. The wife stated that her husband was wearing the insulin pump when he passed away. It was requested the wife return the insulin pump for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).